Event description:
Reference number (B)(4). Event occurred in finland on (B)(6) 2024, it was reported that the patient was crashed on low blood glucose levels and taken to hospital and received carbohydrates intake and IV drip during nights. The patient also reported that the blood glucose levels while admitting the hospital was 27 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: finland.